Event description:
A 6 french destination sheath was used for a lower extremity femoral angiogram with stent placement. The first instance occurred after the cross bifurcation of the iliac side to the other leg occurred. While injecting contrast into the sheath, a spray occurred through the ccv aiming toward the scrub who is located at the feet but did not hit the scrub tech. A spray occurred a second time through the ccv and scrub but again did not hit the scrub tech. A towel was handed to the physician to cover the valve. Further into the procedure after the ballooning occurred, the physician hand injected the contrast/heme and it sprayed out of the ccv hitting scrub in face and hair. Event abated after use stopped or dose reduced: yes.